Event description:
Dr removed ar artelon for pain in early 2009. This implant was implanted in early 2007. It was a standard size and the explant has been sent to sbi for analysis. Dr told the rep that the artelon had migrated out of the joint and seemed to become incorporated with surrounding soft tissue.

Manufacturer narrative:
Device sent for evaluation, but result is not available yet.